Event description:
A 3.0 mm diameter x 20 mm length sprinter balloon was inserted into a patient for the treatment of a right coronary artery lesion. Vessel morphology was reported to have moderate tortuosity with moderate calcification. It was reported that the physician inflated the balloon one time at 8atm; upon the second inflation of 12atm, the balloon burst. The device was successfully removed from the pt. A second sprinter of the same size and another MFR's stent were used to successfully complete the case. No additional sequelae were reported and the pt is reported to be fine.